Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: due to dirt on objective lens, a blurry image occurs. Based on the results of the investigation, the root cause of the reported event could not be determined/identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchofiberscope exhibited that due to dirt on objective lens, blurry image occurs. There were no reports of patient involvement.